Manufacturer narrative:
Technician troubleshot and found the sidecom j-box power control board assembly is defective. The technician replaced the power control board assembly to resolve the issue.

Event description:
Technician alleged the bed's call bell is alarming when bed is connected to the call system, no nurse call. No injury reported.